Manufacturer narrative:
Analysis confirmed the reported event; the rapid pacing adjust key (decrease) was not working. Analysis also found the upper display cover was broken and the battery contacts were (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the keys/buttons of the device were not working. The external pulse generator was returned for service. There was no patient involvement.